Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by nydick, jason a.; greenberg, scott m.; stone, jeffrey d.; williams, bailee; polikandriotis, john a.; and hess, alfred v.

Event description:
It was reported that a patient had bridging heterotropic ossification and limited motion. Patient underwent a resection of hetertropic bone and radiation at 9 months post-op. Range of motion was improved.